Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since being implanted she feels a little zap like being zapped by a light switch. The patient stated she would wake up in the morning and get a zap and would get a zap between the incisions on her hip and spine. The patient confirmed that the zapping happens when she turns a certain way and noted she was at 6 weeks of healing time. The patient mentioned the zapping seemed to happened when she was laying down and there were no falls or traumas. The patient had not tried adjusting her stimulation yet as her healthcare provider told her stimulation had to be high because her pain tolerance was really high. Troubleshooting reviewed to try turning stimulation down and suggested to do so at night since she feels sapping when laying down. Using other groups was reviewed as the patient had not tried groups b and c and if these steps did not resolve to follow-up with their healthcare provider. The patient was going to try turning it down at night.